Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set blockage at site on (B)(6) 2024. Patient blood glucose at the time of event was displayed as high. Patient took correction via multi daily injections to address high blood glucose. Patient replaced infusion set and resumed insulin successfully. No further information available.